Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer stated he was walking when alarms occurred. The customer's blood glucose was 154mg/dl. Advised that the insulin pump will be replaced and to discontinue use of it. Customer agreed to return insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm e70 error alarm due to erased history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform a21 error test due to motor error loop. However, the operating currents are within specifications and passed self-test, rewind, basic occlusion test, prime test and displacement test. The insulin pump had cracked case at the display window corners, minor scratches on the reservoir tube window and lcd window.